Event description:
It was reported the patient had an increased recharge burden. The ipg did not maintain 24 hours of therapy between charges. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was resumed.